Event description:
It was reported during preventive maintenance, the device was unable to be calibrated. The device had a bad micro switch. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one level 1 hotline low flow systems was returned for analysis. Visual inspection performed, and product found with cracked water tank cover, rusted drain fitting and worn line corn. Investigation filled water tank, plugged in the line cord, and switched power on. The customer reported problem was confirmed. According to the investigation, bad microswitch causing unit to continuously alarm which caused the reported problem. According to the investigation, no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The problem source of the reported problem is faulty microswitch.